Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The right ventricular lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.